Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The motor passed the motor test and no motor error alarm noted. No excessive no delivery alarm observed. The device was received with minor scratched display window, broken battery tube threads, and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a motor error and a no delivery alarm. Customer declined to provide to the blood glucose reading. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. He stated that he was able to rewind the insulin pump. Customer was advised to disconnect and reconnect the reservoir and tubing and to push insulin through the tubing very slowly and he stated that insulin did exit. Customer was advised to run a manual prime and stated that insulin did exit. Nothing further was reported.